Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had been as low as 50mg/dl. The customer's most current level was 83mg/dl. The customer treated with glucose tablets. Troubleshoot was conducted. The customer was advised to conduct full set change and monitor the device.